Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total laparascopic hysterectomy procedure, the device's tissue pad melted at the distal end. There was no loss of tissue pad. The case was completed with this device without having to use another one.